Event description:
The patient presented with the stimulation lead wire partially extruded out of their surgical incision. The surgeon examined the lead under a scope to access for any damage and ran programming tests to ensure the lead was intact. The physician then proceeded with debridement and cleaning of the wound. The physician re-maneuvered the lead to lie flat and closed the wound without further incident.